Event description:
The customer reported a speaker fault with no audio on an mp70 monitor. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported a speaker fault with no audio on an mp70 monitor. No pt involvement was reported. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.